Manufacturer narrative:
(B)(4). The device was received for analysis with no visual non-conformances and with an ecr60d cartridge reload present. The cartridge reload was received partially fired 2/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did the device fully cut the target tissue and only staple part of way? Yes. Did the device start to cut and deploy staples and then stop (cut line and staple line equal)? No, the tissue was crushed distally, the surgeon stop after second firing. It was a small leak distal. The echelon was reloaded an fired near the 1st stapleline, without any problems. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd firing during which stroke did the event occur? The anvil from cdh was placed and the stapled the cardia. What color cartridge was being used? Gold. Was the instrument fired across or near an existing staple line or clip? Yes, staple line from cdh. If any unexpected noises were heard, when were they heard? No noises were heard. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes, the surgeon perceived immediately that the tissue was crushed out distally. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No, he stopped after 2nd firing, pull the read button and removed the knife. Is there any other additional information you would like to share about this device or procedure? No.

Event description:
It was reported that during a gastric bypass procedure the device couldn´t be completely stapled. On the distal end of the branch it was only cut. With a new reload and the same echelon the surgery was finished. There were no consequences for the patient.